Manufacturer narrative:
The device was received with blank display due to cracked and bleeding lcd glass. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of the screen being broken on their insulin pump. The customer states they were in a car accident, and the screen on the pump broke. The customer's blood glucose level at the time of incident was 229mg/dl. The customer was advised that the device would be replaced and returned for analysis.